Event description:
It was reported to philips that some geometry movements were not possible. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the issue occurred during a planned vascular treatment. The procedure was ultimately completed on another system with a delay of approximately 20 minutes. No harm was reported to philips. A philips remote service engineer (rse) analyzed the system's log files and identified a geometry error related to the z-rotation motor assembly. A philips field service engineer (fse) inspected the system onsite and confirmed that the z-rotation motor assembly was the cause for the reported issue. After replacing the z-rotation assembly and performing the necessary calibrations, the system was returned to use in good working condition. Further failure analysis of the clea2 z-rotation motor assy was not possible as the part was unavailable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the issue occurred during a planned vascular treatment. The procedure was ultimately completed on another system with a delay of approximately 20 minutes. No harm was reported to philips. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. A philips field service engineer (fse) inspected the system onsite and identified that the z-rotation motor assembly was the cause for the reported issue. After replacing, the z-rotation motor assembly and performing the necessary calibrations, the system was returned to use in good working condition. The system log files were reviewed which identified errors indicating a malfunctioning z-rotation motor assembly. The z-rotation motor assembly was returned for further analysis, and no failure was observed. The codes were updated based on the investigation outcome.